Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was in the kitchen and reportedly felt okay but suddenly felt lightheaded, wobbly, dizzy and eventually passed out. It is unknown what the cgm was displaying during this time. She was not responding so her daughter called paramedics. When paramedics arrived, her bg was 39 mg/dl while the cgm was around 95 mg/dl. The patient was treated with glucose gel and her bg went up to 78 mg/dl. The patient regained consciousness but started to "go down" again so she was taken to the emergency room (ER). The patient was treated with a glucose drip via IV, cups of juice, grapes and "mystery meat". She was in the hospital for 3 and a half hours before being discharged. Upon discharge her bg was 278 mg/dl. During this time, the patient did not have her cgm display device with her. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.